Event description:
The patient underwent a second surgery to reconstruct his previous acl repair. The patient was non-compliant and played basketball 2.5 months post op. Upon removal, surgeon notice bio-absorbable implants were partially degraded. This device is used for treatment.